Event description:
The device was used during a laparoscopic assisted bowel resection. The device, after the second firing, would not release from the tissue. After manipulation by the surgeon it was removed from the tissue but did not complete the staple line nor cut line. There was some bleeding present. Another was used along with an endoclip to control bleeding and complete the case. There was no pt consequence.